Event description:
Home peritoneal dialysis patient called and requested a replacement cycler because the cassette door pops open. There is an air in the cassette alarming right before the door opens. Patient states his fluid has been cloudy and is being possible peritonitis. He has been finishing his treatments with continuous ambulatory peritoneal dialysis.

Manufacturer narrative:
Summary of testing of returned liberty cycler: no visual evidence of fluid in the cassette compartment, pneumatic, or vacuum lines. The system air leak and valve actuation test failed. Defective parts were replaced and passed retesting. Simulated treatment passed after the aforementioned defective parts were replaced. Per the fresenius pharmacovigilance physician: the event of possible peritonitis is unlikely related to the peritoneal dialysis machine. There is no evidence of product malfunction or fluid leaks. However, there was air in the cassette. Peritonitis in a patient undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination. The patient was treated with antibiotics and is currently doing well on continuous cycling peritoneal dialysis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.